Event description:
On (B)(6), 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was implanted from the right femoral artery. After the contralateral leg was implanted from the left femoral artery, touch-up ballooning using coda balloon was performed, and the procedure ended without incident. In the evening of the same day, the rupture of the left common iliac artery was found. Two excluder devices were implanted to repair the rupture and the left internal iliac artery was covered. The pt tolerated the procedure and is doing fine. It is stated that the cause of the rupture was an over inflation of the coda balloon.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.